Manufacturer narrative:
Gtin -- unknown, lot number not provided. The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
According to the article "spontaneous closure of a large left ventricular pseudoaneurysm after mitral valve replacement" (doi 10.1007/s11748-014-0474-y), it was suggested that pseudoaneurysms generally occur as a complication of a myocardial infarction, infective endocarditis or cardiac surgery. In one case, a patient reported with a large, left ventricular pseudoaneurysm post-mitral valve replacement (mvr) with a 29mm sjm masters series mechanical heart valve for rheumatic mitral valve stenosis. The patient's initial post-operative course was uneventful; however, tests showed an abnormal pouch with incoming blood flow on the posteromedial wall of the left ventricle and a 30 x 42mm pseudoaneurysm was diagnosed. The patient opted for warfarin therapy in lieu of surgical repair and remained asymptomatic. Two years post-mvr, repeat tests showed spontaneous closure of the pseudoaneurysmal neck which was attributed to its narrow neck (4mm).